Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Customer reported via phone call that insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump was returned for analysis.